Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port connection site; further described as "at the connection of the tube". This occurred in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H4: device manufacture date: the lot was manufactured from november 8, 2022, to november 9, 2022. H10: the actual device was not available; however, a photograph and video of one sample was provided for evaluation. The returned photograph and video were reviewed, and it was noted that a droplet was observed at the spike port bonding area of port 2. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.